Event description:
It was reported that the pt underwent a kyphoplasty procedure at level l3. Intraoperatively, the bone cement extravasation was detected. A minuscule amount of bone cement leaked out of the vertebral body towards the spinal canal. It was noted that the bone cement was doughy and homogenous prior to delivery into the pt. Reportedly, the extravasation was asymptomatic. The procedure was completed successfully, and the pt was reported to be good. No additional info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company rep.